Manufacturer narrative:
Two software investigation were performed and both determined that they were unable to determine the probable cause of the reported issue. They found that the surgeon performed registrations but one of the registration transform (tracing points) was showing at the back side of the patient head. In this registration no zone of accuracy was observed. We suspect that surgeon might have verified accuracy with this registration transform. We could not find further information regarding alleged inaccuracy from logs and archive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they performed a system check with head 3 tumor. They repeated registration with error matrix under 1 mm. Instruments at the site verified with out issues and where accurate to the model. They used a tricut disposable blade that also navigate accurately to the model. They have not had any issues with cranial software on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that during the case the accuracy was off. They used tracer then they used 3 point and it did not change. Then they hooked in the other navigation system at the site that is mainly used for spine and cranial procedures. It was off the same way. The third system at the surgery center was also doing the same thing. All the instruments are off at least 1 to 2 centimeters or more. It was right around the nasion but off everywhere else. There was a 10 minute delay in the procedure. No impact on patient outcome. The archive analysis found that the exam was mostly to protocol, with the very top of the patient's head cut off in the exam. The registration model had the headframe still included. There were two registrations present. One of them (labeled registration 2) had the trace pattern map to the back of the patient's head and where it attaches to the headframe. The one labeled as registration 1 mapped to the patients face with a yellow zone of accuracy that covered the sinus region. The trace pattern could have gone further back on the head, but the registration error metric was 2.0 mm